Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. This is the 2nd of 2 failed implants reported on the same patient. Reference the following manufacturing report for the remaining implant: 3011649314-2019-00789 ((B)(4)).

Event description:
It was reported that an inclusive mini implant failed. The doctor reported that the implant was placed on (B)(6) 2017 at tooth location #7. The patient returned on (B)(6) 2019. Upon examination, the doctor noted that the implant had failed to osseointegrate, and the patient had general bone loss. There was no pain or infection reported. The patient's current condition is reported to be satisfactory. The patient has type ii bone quality and a history of smoking. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: two implants were returned but not in original package. The implants were verified to be inclusive mini implant o-ball 2.5 mmd x 10 mml (70-1068-imp0004) using radiographic template. The implant thread and o-ball head were intact. There was no defect or non-conformity observed. Bone debris was observed from the implants. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition, IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."